Event description:
Follwoing a catheterization procedure on a pt with an atrial-septal defect, an angio-seal device was deployed unsuccessfully. Manual compression was held to achieve hemostasis. A week later, the pt experienced pain in the upper right thigh, which became progressively worse. An arterial evaluation revealed a possible thrombus. The pt was re-admitted and t-pa infusion and intravenous heparin were administered. Two days later, the pt underwent surgical removal of the thrombus from the anterior tibial artery. What appeared to be collagen and suture material associated with the angio-seal device was also removed from the tibioperoneal trunk and the posterior tibial artery. The pt tolerated the procedure well and left the or in satisfactory condition.